Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck pain and abdominal pain. Concurrent conditions included muscle spasm, joint disorder, neck pain, general body pain, dystonia, fatigue, abdominal bloating, rib pain, allergic reaction to analgesics, penicillin allergy, sulfonamide allergy, flank pain, dysuria, shortness of breath, hematuria, unilateral leg swelling, hematuria, intermittent fever, heart beat abnormal neonatal, blood in stool, epigastric pain, left upper quadrant pain, diabetic, general body pain, ear pain, sinusitis recurrent, cough, acute bronchitis and allergic rhinitis. Concomitant products included gabapentin and hydrocodone. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), vaginal discharge ("vaginal discharge") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the fibromyalgia, vaginal discharge, allergy to metals, vulvovaginitis, nausea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, fibromyalgia, nausea, pelvic pain, vaginal discharge and vulvovaginitis to be related to essure. The reporter commented: the right tube had four essure coils visible upon completion. The left tube had four essure coils visible. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, fibromyalgia, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- infection (bladder/ urinary tract/vaginal) type: vaginitis, psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder type of disorder: fibromyalgia, nickel allergy, pain, vaginal discharge, nausea. Concomitant disease, historical condition, concomitant drug, plaintiff¿s name were added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. 959212, 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, abdominal pain, pain in hip, multigravida, parity 4, liver enlargement, wolff-parkinson-white syndrome, poor sleep, memory loss, bloating and uti. Concurrent conditions included muscle spasm, hip arthropathy, neck pain, pain, dystonia, fatigue, abdominal bloating, rib pain, allergic reaction to analgesics, penicillin allergy, sulfonamide allergy, flank pain, dysuria, shortness of breath, hematuria, unilateral leg swelling, hematuria, intermittent fever, heart beat abnormal neonatal, blood in stool, epigastric pain, left upper quadrant pain, diabetic, general body pain, ear pain, sinusitis recurrent, cough, acute bronchitis and allergic rhinitis. Concomitant products included gabapentin, hydrocodone, ibuprofen and vitamin d nos (vitamin d). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysuria ("urinary problems or changes dysuria"), back pain ("pain lower back area") and flank pain ("pain flank area"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginitis, dyspareunia and vaginal infection was resolving and the fibromyalgia, vaginal discharge, allergy to metals, nausea, depression, anxiety, dysuria, abdominal pain, back pain and flank pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dyspareunia, dysuria, fibromyalgia, flank pain, nausea, pelvic pain, vaginal discharge, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: the right tube had four essure coils visible upon completion. The left tube had four essure coils visible. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, fibromyalgia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received: lot number added. Events: dyspareunia (painful sexual intercourse), urinary problems or changes dysuria, abdominal pain, pain lower back area, pain flank area and vaginal infection were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck pain and abdominal pain. Concurrent conditions included muscle spasm, hip arthropathy, neck pain, pain, dystonia, fatigue, abdominal bloating, rib pain, allergic reaction to analgesics, penicillin allergy, sulfonamide allergy, flank pain, dysuria, shortness of breath, hematuria, unilateral leg swelling, hematuria, intermittent fever, heart beat abnormal neonatal, blood in stool, epigastric pain, left upper quadrant pain, diabetic, general body pain, ear pain, sinusitis recurrent, cough, acute bronchitis and allergic rhinitis. Concomitant products included gabapentin and hydrocodone. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), vaginal discharge ("vaginal discharge") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the fibromyalgia, vaginal discharge, allergy to metals, vulvovaginitis, nausea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, fibromyalgia, nausea, pelvic pain, vaginal discharge and vulvovaginitis to be related to essure. The reporter commented: the right tube had four essure coils visible upon completion. The left tube had four essure coils visible. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, fibromyalgia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint ) at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 959212, 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included neck pain, abdominal pain, pain in hip, multigravida, parity 4, liver enlargement, wolff-parkinson-white syndrome, poor sleep, memory loss, bloating and uti. Concurrent conditions included muscle spasm, hip arthropathy, neck pain, pain, dystonia, fatigue, abdominal bloating, rib pain, allergic reaction to analgesics, penicillin allergy, sulfonamide allergy, flank pain, dysuria, shortness of breath, hematuria, unilateral leg swelling, hematuria, intermittent fever, heart beat abnormal neonatal, blood in stool, epigastric pain, left upper quadrant pain, diabetic, general body pain, ear pain, sinusitis recurrent, cough, acute bronchitis and allergic rhinitis. Concomitant products included gabapentin, hydrocodone, ibuprofen and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysuria ("urinary problems or changes dysuria"), back pain ("pain lower back area") and flank pain ("pain flank area"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginitis, dyspareunia and vaginal infection was resolving and the fibromyalgia, vaginal discharge, allergy to metals, nausea, depression, anxiety, dysuria, abdominal pain, back pain and flank pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dyspareunia, dysuria, fibromyalgia, flank pain, nausea, pelvic pain, vaginal discharge, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: the right tube had four essure coils visible upon completion. The left tube had four essure coils visible. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, fibromyalgia, nausea. Batch number: 958707 expiration date: 2015-03 manufacture date: 2012-03. Batch number: 959212 expiration date:2015-03-31 manufacture date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received- new event she did not undergo essure confirmation test were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 959212, 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included neck pain, abdominal pain, pain in hip, multigravida, parity 4, liver enlargement, wolff-parkinson-white syndrome, poor sleep, memory loss, bloating and uti. Concurrent conditions included muscle spasm, hip arthropathy, neck pain, pain, dystonia, fatigue, abdominal bloating, rib pain, allergic reaction to analgesics, penicillin allergy, sulfonamide allergy, flank pain, dysuria, shortness of breath, hematuria, unilateral leg swelling, hematuria, intermittent fever, heart beat abnormal neonatal, blood in stool, epigastric pain, left upper quadrant pain, diabetic, general body pain, ear pain, sinusitis recurrent, cough, acute bronchitis and allergic rhinitis. Concomitant products included gabapentin, hydrocodone, ibuprofen and vitamin d nos (vitamin d). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysuria ("urinary problems or changes dysuria"), back pain ("pain lower back area"), flank pain ("pain flank area"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal discharge, vaginal infection, genital haemorrhage and hypersensitivity had resolved, the fibromyalgia, allergy to metals, nausea, depression, anxiety, dysuria, abdominal pain, back pain and flank pain outcome was unknown and the vulvovaginitis and dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dyspareunia, dysuria, fibromyalgia, flank pain, genital haemorrhage, hypersensitivity, nausea, pelvic pain, vaginal discharge, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: the right tube had four essure coils visible upon completion. The left tube had four essure coils visible. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, fibromyalgia, nausea. Batch number: 958707 expiration date: 2015-03 manufacture date: 2012-03 batch number: 959212 expiration date:2015-03-31 manufacture date: 2012-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event allergic reaction nos, abnormal bleeding, outcome were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 959212, 958707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included neck pain, abdominal pain, pain in hip, multigravida, parity 4, liver enlargement, wolff-parkinson-white syndrome, poor sleep, memory loss, bloating and uti. Concurrent conditions included muscle spasm, hip arthropathy, neck pain, pain, dystonia, fatigue, abdominal bloating, rib pain, allergic reaction to analgesics, penicillin allergy, sulfonamide allergy, flank pain, dysuria, shortness of breath, hematuria, unilateral leg swelling, hematuria, intermittent fever, heart beat abnormal neonatal, blood in stool, epigastric pain, left upper quadrant pain, diabetic, general body pain, ear pain, sinusitis recurrent, cough, acute bronchitis and allergic rhinitis. Concomitant products included gabapentin, hydrocodone, ibuprofen and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysuria ("urinary problems or changes dysuria"), back pain ("pain lower back area"), flank pain ("pain flank area"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal discharge, vaginal infection, genital haemorrhage and hypersensitivity had resolved, the fibromyalgia, allergy to metals, nausea, depression, anxiety, dysuria, abdominal pain, back pain and flank pain outcome was unknown and the vulvovaginitis and dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dyspareunia, dysuria, fibromyalgia, flank pain, genital haemorrhage, hypersensitivity, nausea, pelvic pain, vaginal discharge, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: the right tube had four essure coils visible upon completion. The left tube had four essure coils visible. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, fibromyalgia, nausea. Batch number: 958707 expiration date: 2015-03 manufacture date: 2012-03. Lot number: 958707 manufacturing date: 2012-03 expiration date: 2015-03. Lot number: 959212 manufacturing date: 2012-03 expiration date: 2015-03. Batch number: 959212 expiration date:2015-03-31 manufacture date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.